Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the complaint device (small hexagonal screwdriver shaft) was returned for investigation. It was identified a worn condition at the distal tip. No other issues were identified. Functional test: a complete functional test could not be performed as the device was returned by itself. Dimensional inspection: the hexagonal diameter of the distal tip was measured and is within the specification as per the relevant drawing. Document/specification review: relevant documents were reviewed. Investigation conclusion: the reported condition of the complaint device (small hexagonal screwdriver shaft) is confirmed. The tip is worn. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 314.03 synthes lot # 5366156. Release to warehouse date: 06 nov 2006. Manufacturing location: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the tip of the driver was beaten up. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for complaint (B)(4).